Manufacturer narrative:
(B)(4). Batch #:unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, post firing the stapler the staple line from 6 to 9 position is not proper; staple line was malformed and patient was managed by sutures. The procedure was completed by hand suturing. There were no patient consequences reported.